Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a brown hair between the inner and outer pouches, not within the inner pouch as reported. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was observed during incoming inspection. There was no patient involvement. No additional information is available.